Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The rotaflow drive was investigated by the manufacturer emtec with the RMA (B)(4) on the 2018-11-14: alarms and displays "head error" message when rpm is increased over 1500. The failure could be confirmed. Therefore the service technician exchanged the two boards mc1 and mc2 because of a hot plug. After repair the device has passed all tests. Probable root cause: mishandling - hot plug. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Event description:
After receiving new information on the 2019-01-09: a head error occurred when rpm > 1500. No patient involvement was reported. (B)(4).